Manufacturer narrative:
(B)(4). The results of this investigation concluded that outflow thrombus was observed on cusps 1 and 3, and fibrous pannus ingrowth was observed on the inflow surface of cusp 2. Calcification was observed at the base of cusp 3. Fungal hyphae was observed within all three cusps, and most likely represented a contaminant; however, a true infection in an immune compromised patient cannot be entirely ruled out. No inflammation was observed and gram stains were negative for bacteria. No evidence was found to suggest the cause of the thrombus, pannus, calcification and fungal hyphae was due to an intrinsic defect in the valve, as supported by review of the valve's device history record and the analysis performed. The cause of the reported event remains unknown.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2011, a 27 mm epic valve was implanted. During an (B)(6) 2015 follow-up visit, the valve was noted to have a 10mmhg gradient. On (B)(6) 2016, the patient returned for a follow-up visit due to shortness of breath and the gradient had increased to 32mmhg. The valve was explanted on (B)(6) 2016 and replaced with a 27 mm (B)(6) mosaic mitral valve. After the explant, the valve was noted to be covered in what appeared to be pannus. The patient was reported to be stable.